Manufacturer narrative:
The reported event was confirmed cause unknown. Four photos were received for evaluation. The first one shows an overview of one three-way all-silicone foley catheter and syringe, the second photo zooms into the catheter balloon and tip with forceps showing the rupture. The last two photos show the catheter cap with the lot number and tray label. Visual inspection of the returned sample noted 1 three-way foley catheter with cut portion of inlet tubing with balloon rupture (measuring 0.2390") on the return sample. No missing pieces were noted. This is out of specification which states, "balloon must not be torn" and "balloons shall not burst when inflated to minimum burst volume". The exact root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be wall thickness too thin. However, there was insufficient information to confirm this potential root cause. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: "warnings: method for use: do not inflate the balloon in the urethra. The urethra may be injured. Do not pull the catheter hard. The bladder/urethra may be injured. Applicable patients: patients with delirium who might pull out catheter. When patient tugs at catheter unconsciously, the bladder and urethra may be damaged. Contraindications: method for use: do not reuse. Do not resterilize. This device contains 10 percentage povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). They may damage the device and may burst balloon. Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon. Applicable patients: patients with known allergy to silver coated catheter." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when trying to inject sterile distilled water in a pre-test in the operating room, the sterile distilled water leaked from the balloon of foley catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when trying to inject sterile distilled water in a pre-test in the operating room, the sterile distilled water leaked from the balloon of foley catheter.